Event description:
The customer contacted philips healthcare to report that the central door is not locking properly, later confirmed it was the printer door was damaged. There was no reported patient involvement.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted philips healthcare to report that the central door is not locking properly. It is unknown if there was patient involvement.